Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there was a pump alarm. The cassette was removed and reattached with no further issues. A few days later, the pump alarmed again so the patient was switched to a back up pump and that one also alarmed, so the patient was then switched to a third pump, which worked. One extra premix cassette was used in that time. The patient looked pale. It is suspected, but not confirmed, that the remodulin infusion had been stopped for an unknown length of time. This is a continuous infusion. The reported product fault did occur while in use with the patient. The patient did have backup products to switch to and was able to successfully continue their therapy. The event was resolved. The product issue did cause or contribute to patient or clinical injury. Additional information (patient identifiers) was provided.